Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an infection, discomfort, erythema and warmth around the device site. The icm was explanted. No further patient complications have been reported as a result of this event.